Manufacturer narrative:
(B)(4)

Event description:
It was reported that several episodes of auto mode switch were observed during routine follow-up. According to physician some were due to external interference. All electrical parameters were stable and in range. The physician decided to take no action. Patient condition was good.